Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a 140mm long, calcified lesion in the distal to mid superficial femoral artery, with a vessel diameter of 5-6mm. Pre-dilatation was performed with a 6mm balloon. A 5x120mm supera veritas self-expanding stent system (sess) was then advanced to the lesion and deployment was initiated. The stent had deployed 5mm when the thumbslider stopped moving and required a lot of force. The stent became stacked and was difficult to deploy, so the sess was removed from the patient anatomy without deploying the stent. A 5x150mm supera sess was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Although the investigation was unable to determine a cause for the reported difficulties, the reported information that the stent became stacked and was difficult to deploy may suggest that the delivery system was held stationary or pushed slightly forward during deployment which would cause the stent to stack in the vessel and likely resistance with the thumbslide. However, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.